Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR: 1219977-2015-00096.

Event description:
Received report stating that a drain was observed having continuous bubbling and the surgery resident was not sure if the drain had an air leak. The patients lung failed to re-expand adequately after the first chest tube was placed and an additional chest tube needed to be hooked up to the patient on the same side along with a second drain.